Event description:
Hemodialysis initiated via left avg at approx 0647. Within approx three minutes, machine alarmed air detector and venous pressure. Pt became short of breath with wheezing. Treatment interrupted, small air bubbles noted coming from dialyzer and into venous line. Lines clamped and new system set up. Hemodialysis reinitiated after changed system. In approx. 10 minutes patient became increasingly short of breath and diaphoretic. Hemodialysis treatment terminated. "911" was called and pt transported to hospital.

Event description:
Additional information: on (B)(6) 2017 pt expired.

Event description:
Hemodialysis initiated via left avg at approx 0647. Within approx three minutes, machine alarmed air detector and venous pressure. Pt became short of breath with wheezing. Treatment interrupted, small air bubbles noted coming from dialyzer and into venous line. Lines clamped and new system set up. Hemodialysis reinitiated after changed system. In approx. 10 minutes patient became increasingly short of breath and diaphoretic. Hemodialysis treatment terminated. "911" was called and pt transported to hospital.